Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain and osteolysis. Update: medical records were received. The revision operative report indicates that there was a galvanic reaction of the head against the femoral stem. Update: litigation alleged the patient suffered severe pain, disability, physical impairment, disfigurement, aggravation of a pre-existing condition, and excessive levels of chromium and cobalt ions.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient was revised to address pain and osteolysis.